Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that upon opening the package, the needle and thread were found to be separated. There was no patient involvement.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. We manufactured (B)(4) that have been mostly distributed. There were (B)(4) in stock at the moment of receiving the sample, (B)(6) were requested for analysis as only open sample was available from customer. The open sample received seems unused and has the needle detached from the thread and the thread still wound on the pack. The thread is escaped from the needle. We have tested the needle attachment strength of the closed samples received from stock and the results fulfill the requirements of the european pharmacopoeia (ep): 1.18 kgf in average and 0.70 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.